Manufacturer narrative:
The event occurred in (b)(60.

Event description:
Caller reported a black line through the display of the meter. No adverse event reported. Requested return of the meter for evaluation.